Event description:
It was reported that the rv lead will be removed due to inappropriate shocks caused by oversensing of noise. The lead impedance trend data also shows a rise in impedance. No further patient complications were reported as a result of this event.